Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2005 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2005 (B)(6); product type extension product ID 3387-40 lot# j0406148v, implanted: 2004 (B)(6), explanted: 2005 (B)(6); product type lead product ID 3387-40, lot# j4046020v, implanted: 2004 (B)(6), explanted: 2005 (B)(6); product type lead product ID 3387-40, lot# j0406148v, implanted: 2004 (B)(6), explanted: 2005 (B)(6); product type lead. (B)(4). Analysis of the implantable neurostimulator (ins) found the ins was functionally okay. Analysis of both extensions ((B)(4) and (B)(4)) found the extensions were functionally okay. Analysis of the lead (j4046020v) found the lead was ¿okay,¿ but cut through (suspected explant damage) analysis of the lead (j0406148v) found all/multiple conductors/wires broken (overstress/damage). (B)(4).

Event description:
It was reported, the implantable neurostimulator (ins) was explanted (B)(6) 2005. The patient and patient¿s mother requested removal because ¿not working.¿ device and leads were explanted per patient and mother request. It was reported, the patient outcome was ¿good.¿ additional information received reported patient symptoms included right sided muscle contractions including facial and torso, squinting eyes, muscle tight around the eye area (started in (B)(6)) and tightened jaw daily (started in (B)(6)) due to programming. Interventions included an electroencephalogram (eeg) on (B)(6) 2004 and temporary discontinuation of stimulation. On (B)(6) 2004, the voltage (v) was turned back on bilaterally to 5.0v. On (B)(6) 2004, the left lead was turned down to 4.5v. On (B)(6) 2004, the left lead was turned down further to 2.5v. On (B)(6) 2004, the left lead was turned off. On (B)(6) 2004, the right lead was turned down to 4.5v. On (B)(6) 2004, the right lead was turned to zero and then turned contacts off. On (B)(6) 2005, the device was turned back on and the appropriate contact was turned on to 5.0v bilaterally. On (B)(6) 2005, stimulation was permanently discontinued and on (B)(6) 2005 the whole system was explanted. It was noted after explant, the original symptoms had not resolved. It was also reported, the device and leads were explanted per patient and mother request.